Event description:
The pt reported that in 2009 at 6:10 am, his blood glucose measured 65 mg/dl and he ate and placed the infusion device in the stop mode and rode his bike for 40 minutes. At 7:30 am, his placed the infusion device in the run mode and e5 (technical inspection due) was displayed. His blood glucose measure 220 mg/dl and he bolused through the infusion device. At 10:00 am, his blood glucose measured 340 mg/dl and he changed the infusion site and bolused 8 units of insulin through the infusion device. At 3:00 pm, his blood glucose measured 300 mg/dl and he ate and bolused 10 units of insulin. His normal blood glucose range is 110-140 mg/dl. No further information is available. The pt did require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.